Event description:
During an in clinic follow up, increased defibrillation impedance was noted on the right ventricular (rv) lead. X- ray imaging was performed and the pin of the rv lead was found to not be connected to the header of the device properly. The rv lead was disconnected and reconnected successfully to resolve this event. The patient was stable.